Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo left anterior descending artery (lad). A 3.5x18mm xience xpedition drug eluting stent (des) was implanted at the target lesion. A dissection was noted and another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.